Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the error log and found that the reagent 2 was losing steps. After analyzing the instrument, the cse replaced the idler gear on the reagent arm 2 (r2), cleaned and lubricated the arm, checked the probe alignments, and put sampler arm tubing back on the sampler and aligned mixer to the center. The cse ran a system check, precision testing and quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument and event data. The instrument data indicated proper sample aspiration and delivery of sample to the cuvette. The hsc specialist observed there was a change in absorbance for the photometer reads after r2 reagent addition for the initial run of sample ID (B)(6) in comparison to the repeat sample. The hsc specialist concluded that the cause of the discordant, falsely low result on one patient sample was due to the malfunction of idler gear on the r2 arm impacting the reagent 2 delivery for the initial run of sample ID (B)(6). The issue was resolved with the replacement of the r2 idler gear. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low total bilirubin (tbi) result was obtained on one neonatal patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension instrument and on the same instrument, resulting higher both times. The correct result obtained on the alternate dimension instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tbi result.